Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was fractured approximately 3.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the neuron max was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully withdrawn at an angle from its packaging, damage such as this may occur. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital technician noticed the neuron max 6f 088 long sheath (neuron max) was severely cracked at the transition from the yellow hub to the blue catheter body upon opening the packaging. There was also no noticeable damage to the neuron max packaging . The damaged neuron max was found prior to use and therefore was not used in the procedure. The procedure was completed using a new neuron max.